Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the battery decreased from 34% to 15% in a 2 months time period. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The device is malfunctioning, and should be explanted and returned for analysis. No additional patient adverse effects were reported. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the battery decreased from 34% to 15% in a 2 months time period. Data analysis confirmed the battery appeared to be depleting more quickly than expected . The device already explanted and replaced. No additional patient adverse effects were reported.